Event description:
A customer contacted beckman coulter inc. (Bci) regarding the ise injection cup not draining and spilling liquid out in the synchron cx5 delta chemistry analyzer. No affect to patient treatment or user.

Manufacturer narrative:
Customer technical support (cts) guided the customer to resolve this issue by cleaning the ise injection cup. Service was not needed as the issue was resolved by troubleshooting with cts.